Manufacturer narrative:
B3/d10: the events occurred over 2 to 3 days and on 03/04/2025. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) unspecified elastomeric devices underinfused during patient infusion. The devices contained piperacillin/ tazobactam 18000mg in 230ml sodium chloride 0.9%. The issue was described as occurring over the final 2¿3 days of product use. The bubble was larger than normal, and the medication was not fully infusing. After the patient was disconnected, the remaining medication leaked inside the refrigerator. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d1, d4, h4, h6 (update codes), h11. B5: update "unspecified elastomeric devices" to "large volume folfusors". H4: the lot was manufactured october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. A leak was not observed in the photograph. The reported flow issue was verified; however, the leak was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.